Event description:
The customer reported that the system's video monitor would not display an image, and had black lines through it. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was re-booted. The system was tested and found to be working as intended and put back into service.